Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) resulted. A balloon aortic valvuloplasty (bav) was then performed and the balloon from the bav dislodged the valve. The valve was no longer giving support of the annulus and severe pvl remained. As a result, a second valve was implanted. No additional adverse patient effects were reported.